Manufacturer narrative:
Block b5 has been updated with additional information received on october 14, 2021. Block h6: medical device problem code (B)(4) captures the reportable event of stent positioning issue. Medical device problem code (B)(4) captures the reportable event of delivery system difficult to remove. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device will be returned for evaluation. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6), 2021. During the procedure, the stent was successfully deployed; however, when the physician removed the delivery system, the stent was stuck to the delivery system and moved fully deployed into the stomach cavity. The stent was removed with forceps and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be very good. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." ***additional information received on october 14, 2021*** it was reported that the working channel size of the scope used was 3.2 mm. The hot axios stent and delivery system directions for use state that for echoendoscope compatibility, the working channel should be 3.7 mm diameter or larger.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2021. During the procedure, the stent was successfully deployed; however, when the physician removed the delivery system, the stent was stuck to the delivery system and moved fully deployed into the stomach cavity. The stent was removed with forceps and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be very good. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." It was reported that the working channel size of the scope used was 3.2 cm. The hot axios stent and delivery system directions for use state that for echoendoscope compatibility, the working channel should be 3.7 mm diameter or larger.

Event description:
It was reported to boston scientific corporation on september 09, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2021. During the procedure, the stent was successfully deployed; however, when the physician removed the delivery system, the stent was stuck to the delivery system and moved fully deployed into the stomach cavity. The stent was removed with forceps and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be very good. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." ***additional information received on october 14, 2021*** it was reported that the working channel size of the scope used was 3.2 mm. The hot axios stent and delivery system directions for use state that for echoendoscope compatibility, the working channel should be 3.7 mm diameter or larger.

Manufacturer narrative:
Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Medical device problem code a150207 captures the reportable event of delivery system difficult to remove. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. A destructive test was performed; however, the sheath was not twisted. No issues with the stent and delivery system were noted. The reported event of stent positioning issue and delivery system difficult to remove could not be confirmed because these failures occurred during the procedure and could not be functionally/visually verified. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Furthermore, it was also reported that the working channel of the scope used was 3.2mm. However, the IFU states, "the axios electrocautery-enhanced delivery system is an electrocautery-enhanced delivery system that is compatible with therapeutic echoendoscopes having a working channel of 3.7 mm diameter or larger." Taking all available information into consideration, the investigation concluded that the reported events were likely due to factors encountered during the procedure. It may be that the incorrect scope size used, limited the performance of the device and contributed to the difficulty to remove the delivery system and the stent positioning issue. The reported events were traced to the user not following the manufacturer's instructions; therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.